Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported difficulty with the ilet connect (luer) adapter after reusing the infusion set tubing and insulin cartridge during an infusion set change. The adapter would not twist into place, requiring the user to switch to a new connector adapter and infusion set. The user was advised to always use new single-use supplies for safe operation. Blood glucose was unaffected during this event, and no medical intervention was required.